Event description:
. During a right total hip replacement procedure on 2/17/92 a 52mm porous titanium placed in error to fit 50mm porous titanium shell.. The device label is routinely checked by two operating room staff members (outside and inside circulator) and the surgeon.. Error is believed to have occurred because of confusing labelling.. Patient had a second procedure to replace device on 3/16/92 and is recovering satisfactory at this time.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: labeling - on package, storage/shipment. Conclusion: no failure detected and product within specification, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.